Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated falsely elevated results were generated on the architect stat troponin-I assay. A patient presented to the ER with dizziness and high blood pressure generated a troponin-I result of 0.255 ng/ml on the architect i2000sr analyzer. The physician ordered a ck-mb test on the sample and another troponin was also run inadvertently with a result of 0.013 ng/ml. The customer tested the sample a third time, yielding a troponin-I result of 0.005 ng/ml. The first result had been reported, but a corrected report of <0.021 ng/ml was issued. The customer's cut-off is 0.028 ng/ml. No impact to patient management was reported due to this issue.